Manufacturer narrative:
An event regarding poly disassociation involving a uhr head was reported. The event was not confirmed. -device evaluation and results: the polymer portion of the uhr was autoclaved, which is non-conforming to the decontamination process. The outer head of the uhr was dimensionally within specification. The poly portion of the device could not be dimensionally inspected as it was damaged through the non-conforming decontamination process. Therefore, the event could not be confirmed. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the event could not be confirmed as medical records were not provided for review. In addition, the poly portion of the device could not be dimensionally inspected as it was damaged through the non-conforming decontamination process.

Event description:
It was reported that the patient fell and the inner ball came out of big ball. The patient was revised to new implants. Sales rep unaware of the incident until 1/07/14.

Event description:
It was reported that the patient fell and the inner ball came out of big ball. The patient was revised to new implants. Sales rep unaware of the incident until (B)(4) 2014.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an uh1 head. When completed, the investigation results will be submitted in a supplemental report.